Manufacturer narrative:
The customer reported that they did not have power at three antennas, affecting the devices being monitored on the cns (central network station). Troubleshooting indicated that the antenna amplifier combiner was not working. The part was returned to nihon kohden. It has not yet been evaluated. Nihon kohden sent the customer a replacement antenna amplifier combiner. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they did not have power at three antennas, affecting the devices being monitored on the cns (central network station).

Manufacturer narrative:
Manufacturer narrative: the customer reported that they did not have power at three antennas, affecting the devices being monitored on the cns (central network station). Troubleshooting indicated that the antenna amplifier combiner was not working. The part was returned to nihon kohden but not evaluation. An exchange unit was sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not evaluated.